Manufacturer narrative:
(A2) age at time of event: 18 years or older. A promus premier ous mr 32 x 3.00 stent delivery system (sds) was returned for analysis. A visual examination of the stent found stent damage. Stent struts from the distal end of the stent lifted and pulled proximally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no signs of damage. Device to device interaction test, 0.0140 guidewire inserted through distal tip and exited at exchange port without issue. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified mid left anterior descending artery. A 32 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, significant resistance was felt during advancing and the stent struts were lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified mid left anterior descending artery. A 32 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, significant resistance was felt during advancing and the stent struts were lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.